Event description:
During follow-up there was an alert received that the device had a timed-out charge time. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the reported field event of extended charge time was confirmed. The data stored in the device showed three charge timeouts occurred in the field. The device¿s charging circuitry was tested in the lab and was found to function normally. Further investigation revealed that the extended charge time was due to an internal high voltage (hv) capacitor anomaly.